Event description:
Pt set up and treated for lesion of humerous in anterior position, using auto set-up program, gantry rotated to posterior position (180). Gantry moved in unexpected counter clockwise position resulting in apparent collision with pt lying on treatment couch. Release of motion enabler bars did not stop gantry motion. Couch emergency off button pushed which stopped all motion by powering down machine. Pt's hand was lying on chest and in contact with gantry. Pt was removed from position. Hand suffered minor abrasion and swelling. Pt treated by radiation oncologist with ice pack to hand and dressing. Svc tech discovered hand pendant motion enabler bar had one bar stuck in on position. No other equipment malfunction could be determined.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-94. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: component failure. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.